Event description:
Customer contact reported a leak below the flush device. The tubing set was primed with saline and pressurized to 300mmhg. The nurse noted leakage distal to the transducer, when attempting to flush the tubing. The nurse clamped the tubing set. The tubing set was replaced and the therapy was resumed. The nurse reported that the leak on the set occured where a kink in the tubing was noted. There were no reported adverse patient effects. No medical interventions were required.